Manufacturer narrative:
This recall includes the following lot numbers: lot 83006m500, device manufacture date 12/18/2017, exp. Date 08/28/2018 lot 83019m500, device manufacture date 01/08/2018, exp. Date 08/28/2018 lot 83104m500, device manufacture date 02/02/2018, exp. Date 08/28/2018 a product recall letter was issued to all prism customers who have received prism hiv o plus assay kit, list number 03l68-68, lot numbers 83006m500, 83019m500 and/or 83104m500. The letter informs the customer of the issue regarding the potential for calibration failures due to the group o positive assay control (opc) exceeding the prism software sample to cutoff (s/co) upper specification. The letter instructs the customer to discontinue use of the suspected lot and destroy any remaining inventory. The customer is instructed that if they do not have replacement material available, they can continue to use the lot until they receive replacement material as long as their calibrator and control values meet specifications. An abbott investigation is ongoing. A follow-up report will be submitted when cause is identified.

Event description:
Abbott laboratories has confirmed calibration failures associated with prism hiv o plus assay kit, list number 03l68-68, lot numbers 83006m500, 83019m500 and 83104m500 due to the group o positive assay control (opc) exceeding the prism software sample to cutoff (s/co) upper specification. When the opc exceeds the upper specification limit, the calibration report notes an assay control failure and no results are reported for the run. There is no impact on donor/patient results. However, there is a potential for delay in results being generated due to the calibration failure.

Manufacturer narrative:
This recall includes the following lot numbers: lot 83006m500, device manufacture date 12/18/2017, exp. Date 08/28/2018. Lot 83019m500, device manufacture date 01/08/2018, exp. Date 08/28/2018. Lot 83104m500, device manufacture date 02/02/2018, exp. Date 08/28/2018. The abbott investigation has concluded that the cause of the elevated group o control results is an inhibitory factor present in the recalcified human plasma component of the control diluent. This diluent was used to manufacture the hiv-1 group o positive assay control lot which is common in reagent lots 83006m500, 83019m500 and 83104m500.

Manufacturer narrative:
Additional information d4,suspect medical device and h4, device manufacture date: 83006m500, manufacturing date 12/18/2017, exp 08/28/2018 83019m500, manufacturing date 01/08/2018, exp 08/28/2018 83104m500, manufacturing date 02/02/2018, exp 08/28/2018 the abbott investigation has concluded that the cause of the elevated group o control results is an inhibitory factor present in the recalcified human plasma component of the control diluent. This diluent was used to manufacture the hiv-1 group o positive assay control lot which is common in reagent lots 83006m500, 83019m500 and 83104m500.